Event description:
It was reported that the patient experienced tachycardia and presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited low, out of range defibrillation impedance and no high voltage output. The rv lead was explanted and replaced on (B)(6) 2025. Additionally, the implantable cardioverter defibrillator (ICD) was also explanted and replaced for unspecified reason. The patient was in stable condition.

Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) upon receipt. Final analysis did not find any anomalies.